Manufacturer narrative:
The device was used for kidney drainage. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional ec method code desc: device not returned (4114) investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test of unused product, were conducted during the investigation. The complaint device was discarded and therefore not returned for investigation. However, four unused devices from the facility were returned and tested. All devices were leak tested, and two catheters leaked. Both leaking catheters had leaks confirmed at the cap-to-hub interface. There is no evidence suggesting that the devices that did not leak were manufactured out of specification. The distance between the hub and cap was measured for both devices that leaked. One device was measured to be within specification while the other leaking device was determined to be out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed no nonconforming events relevant to the reported failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. At this time, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of returned unused product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. After placement, the device "was leaking through the hub." The device was replaced with a similar device and the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.